Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. An evaluation was performed and trigger was sticky and the gear, bearing and seal were worn. The device also failed pretests for sticky triggers. The reported condition of the device not working was not confirmed. The assignable root cause was traced to improper maintenance. (B)(6).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery handpiece device trigger was sticky and the gear, bearing and seal were worn. It was further determined that the device failed pretest for sticky triggers. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.